Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the ICD pocket was not closed properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic), high rate non-sustained episodes, and fluctuating pacing impedance. In addition, the rv lead was exhibiting oversensing/noise. A fracture of the rv lead was suspected. The rv lead was reprogrammed, and a rv lead replacement procedure was attempted. It was noted that the pace/sense portion of the rv lead did not appear fully engaged in the implantable cardioverter defibrillator (ICD) possibly due to bodily debris that was noted on the pin when the pocket was opened. However, the tug test did not reveal a ¿loose lead¿. During an attempt to gain access to the vein a pneumothorax was noted. The procedure was stopped and the existing rv lead was reconnected. Both the rv lead and the ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they experienced angina.